Event description:
It was reported that during central processing, the tenaculum forceps instrument had a broken wire. No patient involvement. Intuitive surgical, inc. (Isi) obtained the following information from the reporter: the customer is unable to release patient demographic information for this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. Additional observations not reported by site were also identified. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.068¿ - 0.200¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling and misuse. A review of the instrument log for the tenaculum forceps (part# 470207-10 / lot# k10211004 0001) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.